Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation described as red skin under the front therapy electrode that was "a little open". The patient consulted a physician who prescribed an ointment. The current medical condition of the irritation is unknown as multiple follow-up attempts were not successful.